Event description:
It was reported that bi-polar prosthesis implanted in 2004, shortly after, pt's hip dislocated. It was also reported that the modular head component disassociated from the bi-polar assembly. During revison surgery performed 12 days later, bi-polar was positioned back into place and standard neck modular head component was replaced using a +6mm neck length. No further details have been provided.